Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a revision surgery was performed due to corrosion between femoral stem and modular neck.